Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (B)(4) fails to power on the autopulse platform. The platform does not display any fault codes because the platform will not power on using the reported battery. The status leds on the battery illuminate 4 green lights and the leds on the multi-chemistry charger illuminates green, indicating the battery is fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.